Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 69 mg/dl at the time of the incident. Customer isn't seeing anything on the pump. Customer is calling back with blank display after receiving new battery cap. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Patient wasn't able to confirm the sn of the pump since the screen is blank and she can't remove the belt clip. Patient also has low blood glucose but can't troubleshoot the insulin pump because of blank screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.